Event description:
Discordant sodium results were obtained for two pts on an advia 1650. The results were not reported to the physician(s). The samples were rerun and confirmed on an alternate advia 1650 instrument. The corrected results were reported. There were no reports of adverse health consequences or known pt intervention due to the discordant sodium results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse cleaned salt from the ise drain, removed and dried electrodes and replaced peri-tubing. The root cause was determined to be lack of required customer maintenance. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Discordant sodium results were obtained for two pts on an advia 1650. The results were not reported to the physician(s). The samples were rerun and confirmed on an alternate advia 1650 instrument. The corrected results were reported. There were no reports of adverse health consequences or known pt intervention due to the discordant sodium results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse cleaned salt from the ise drain, removed and dried electrodes and replaced peri-tubing. The root cause was determined to be lack of required customer maintenance. The instrument is performing within specifications. No further eval of the device is required.